Manufacturer narrative:
The customer's medications were also updated. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."

Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were requested for investigation, but are no longer available to be returned. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory result using an unknown method. The laboratory result was 3.47 inr. The meter result was 2.5 inr. The time between measurements was less than 3 hours. The customer's therapeutic range is 2.5-3.5 inr.